Event description:
A technical service engineer of aer (endoclens - an asp aer product sold only in another country) was removing the hose pipe from the pipework in the machine that he was checking. The engineer wore gloves and work outfit, but had no eye goggles. When the hose pipe was removed from the machine, the disopa solution attached to the filter splashed onto the engineer's right eye. Right after the exposure, the engineer experienced an eye irritation and washed his eye with water. After that, the engineer experienced hyperemia and strange sensation in the eye. The engineer saw an ophthalmologist. The ophthalmologist found an unk eye injury and prescribed eye-drops which contained an antibacterial agent. After applying the eye drops, the symptoms subsided. The engineer saw the ophthalmologist again in 2009. The ophthalmologist stated the eye injury had disappeared. The engineer stated it was difficult to work where the machine was placed because the area was narrow.

Manufacturer narrative:
(Eye splash) - (eye contact): conclusion: asp assessment. It was reported that a technical service engineer for endoclens (an asp aer sold only in another country) had disopa splashed in his right eye when he was checking out the unit. The engineer was wearing gloves, but no goggles. He experienced an eye irritation and hyperemia. He rinsed his eye with water and saw an ophthalmologist. The ophthalmologist found an unk eye injury and prescribed eye drops. After the engineer applied the eye drops, the symptoms subsided. He saw the ophthalmologist again in 2009, and the doctor stated that the eye injury had disappeared. Disopa, sold only in another country, is equivalent to cidex opa solution. Direct contact with the eye may cause irritation. In case of eye contact, one should immediately flush the eyes with large quantities of water for at least 15 minutes and seek medical attention. Suitable protective clothing, gloves, and eye/face protection should be worn when handling the solution as described in the IFU. No lot number was provided for this complaint and no samples were returned for evaluation. A search of the complaint history over the past 12 months for cidex opa and disopa did not reveal any other reported complaints with the problem code of "hr-eye splash". A review of the trend for cidex opa complaints associated with the problem code "hr-eye splash" is low. A review of the failure mode efficacy analysis for cidex opa (fmea) indicated the overall risk number (risk priority number) associated with eye exposure is below the threshold of 100, therefore, no further action is required at this time. In addition, a health hazard evaluation (hhe) was reviewed for similar symptoms. Due to the low occurrences and low health/risk index, no further action is required. Asp will continue to monitor for trends.